Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.